Manufacturer narrative:
A review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria. Batch j1239083, mfg date 07/2012, exp date 07/2017.

Event description:
It was reported that a patient underwent an unknown procedure and a drain was used. During milking, breakage of the drain outside the patient¿s body occurred on (B)(6) 2014. There was no adverse consequence to the patient. No additional information is available.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch j1239083.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.